Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: user failure to follow instructions. This issue is addressed in the reprocessor instructions for use (IFU) in ¿chapter 7 routine maintenance, 7.2 replacing the water filter (maj-824)¿ replace the water filter periodically, at least once in one month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope was insufficiently reprocessed, as the water filter of the reprocessor was not replaced in accordance with the instructions for use. The issue was found during reprocessing. There were no reports of patient harm. Related patient identifiers:(B)(6) for the reprocesssor and (B)(6) for another impacted device.